Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change using the ilet set-up menu, the user was unable to proceed with the fill tubing process, with no alerts displayed; a dry run advanced past 120 units and a subsequent supply change with new infusion set, connector, and cartridge was completed successfully, after which insulin delivery resumed. Symptoms included no adverse clinical effects. Outcomes included no injury, no medical intervention, and continued therapy after successful supply change. Investigation included customer-care troubleshooting, guided dry-run testing, and replacement of consumables. Investigation of this case revealed that the issue did not reproduce with new supplies, consistent with a transient flow obstruction or setup anomaly related to disposable components rather than a pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user- or supply-related procedural factors.